Event description:
It was reported that a blood clot was found on the end of a one-link needle free IV connector. It is unknown when the reported condition occurred. There is no report of patient/user injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional relevant information become available, a supplemental report will be submitted.